Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in norway. The defective mass flow controller for co2 and the relative flow sensor were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During a service activity, livanova deutschland identified the electronic gas blender displayed an error meaning a calibration issue (a fault has occurred in the actual value/actual value comparison). There was no patient involvement.